Manufacturer narrative:
(B)(4) concomitant medical products: unknown, unknown liner, unknown. Unknown, unknown shell, unknown. Unknown, unknown stem, unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02442, 0001825034-2018-02443, 0001825034-2018-02444.

Event description:
It was reported that a patient is being considered for a hip revision approximately 23 years post-implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Event description:
It was reported that the patient's hip was revised 23 years post implantation due to pain . During the surgery, liner and head were revised.

Manufacturer narrative:
Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. X-rays were reviewed and identified liner wear and decentration of the femoral head. However, pain cannot be confirmed on x-ray. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.